Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had connection issues the following information was received by the initial reporter with the following verbatim   it was reported by customer that tubing disconnected from lower male luer.

Manufacturer narrative:
The customer reported tubing is disconnecting from the male luer, and returned 8 unopened, unused cases of samples of material 2420-0007, lot 25063003. Upon initial visual examination, the sets had no defects or abnormalities. There are 160 samples returned, 20 samples per case. There were 59 samples tested for separation at the male luer/tubing connection, and all 59 passed the test. There were no physical samples returned that verified the complaint. The sample size of 59 is according to bd policy. The photo provided from the customer verifies the complaint of separation. The manufacturing plant found the root cause for the separation to be related to solvent dispenser malfunction. A quality alert was issued by the plant to communicate and reinforce the correct solvent assembly procedure to personnel. In addition, a new washer machine to clean the solvent dispenser was installed under an engineering change control. The bushings in the solvent dispenser will also be validated through a change request. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.